Manufacturer narrative:
H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2012: (B)(6) hospital - (B)(6) medical center. (B)(6) rvt / (B)(6) , md. Radiology: renal/mesenteric ultrasound. Indication: other unspecified secondary hypertension. Conclusions: mesenteric vessels: aorta: patent. Celiac artery: patent. Superior mesenteric artery: patent. Right and left renal arteries: findings are consistent with a 0-59% stenosis. Patent without evidence for significant renal artery stenosis. On (B)(6) 2012:(B)(6) hospital - (B)(6) medical center. Laboratory report: hemoglobin a1c: 6.6 [<5.7]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial] instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05778887. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) . Operative report. Assistant: (B)(6) . Type of operation: 1) laparoscopic lysis of adhesions. 2) diagnostic laparoscopy. 3) laparoscopic repair of ventral hernia with mesh. Anesthetist: [blank]. Anesthesia: general. Pre-operative diagnosis: ventral hernia. Post-operative diagnosis: ventral hernia. Gross findings and procedures: ¿the patient was positioned supine and after the induction of general anesthesia and placement of a foley catheter, the abdomen was prepped and draped in a standard surgical fashion. The left subcostal incision was made the length of 15 mm. An ethicon xl trocar was placed over a 10 mm 0-degree scope. It was introduced inside the abdominal cavity. The abdominal cavity was insufflated to 15 mmhg with co2. Diagnostic laparoscopy was performed that revealed evidence of adhesions of omentum to the anterior abdominal wall. A 5 mm trocar was placed in the left side of the abdomen. The 15 mm and the 5 mm trocar was placed on the right side of the abdomen. The adhesions were lysed using harmonic scalpel, sharp and blunt dissection. After the adhesions were taken down, a large hernia defect was identified, located in inferior part of the abdomen starting from the suprapubic area towards the umbilicus and beyond the umbilicus. The hernia defect appeared to be measuring approximately 15 cm in diameter. The hernia mesh dual type, by gore-tex, cut to cover the defect completely. A 26 x 35 cm mesh was utilized. Twelve gore-tex sutures were placed in the edge of the mesh at equal distance of each other. The sutures were tied, but not cut. The mesh was rolled into a cylinder and advanced to the abdominal cavity via a 15 mm trocar. The mesh was unrolled inside the abdominal cavity via 15 mm trocar. The mesh was unrolled inside the abdominal cavity and positioned with correct orientation in relation to the smooth and rough sides of the mesh. Stab incisions were made in the periphery of the hernia defect and sutures were brought out from the peritoneal cavity utilizing granee needle. After which the suture was tied underneath the skin and cut, approximating the mesh to the anterior abdominal wall. The mesh was positioned without any tension. The protac stapling device was utilized to approximate the edges of the mesh further towards the anterior abdominal wall. There was significant overlap of the mesh beyond the hernia defect. After the mesh was secured in place, a 15 mm trocar site was closed with vicryl suture utilizing granee needle. Trocars were removed under direct visualization. No bleeding from trocar sites was seen. Abdomen was desufflated. Trocar sites were irrigated and closed in subcuticular fashion.¿ complications: none. Estimated blood loss: none. Material used: gore-tex dual mesh, gore-tex sutures, protac suturing device. (B)(6) 2009: (B)(6) implant sticker. (B)(6) . Ref catalogue number: 1dlmcp08. Lot batch code: 05778887. W.l. Gore & associates. Abdomen ¿ ventral hernia site. Expiration 2011-01. The records confirm a gore dualmesh® plus biomaterial (1dlmcp08/05778887) was implanted during the procedure. (B)(6) 2015: (B)(6) hospital - columbia. (B)(6) . Operative report. Co-surgeon: dr. (B)(6) . Preoperative diagnosis: abdominal wall infection and left ovarian mass. Postoperative diagnosis: abdominal wall infection and left ovarian mass. Operation: debridement of abdominal wall, removal of infected suture and mesh, left oophorectomy. Findings: there was induration and inflammation of the subcutaneous tissues of the abdominal wall surrounding prolene and gore-tex sutures that led down to the subfascial gore-tex ptfe mesh. The left ovary appeared cystic. Procedure: ¿the patient was properly identified in the holding area, taken to the operating room, placed supine on the operating table. General endotracheal anesthesia was induced. I placed a foley catheter. I then prepped the abdomen and draped it in the usual manner. The patient received 2 g of cefazolin intravenously and 5000 units of heparin subcutaneously. Sequential compression devices were placed prior to induction. After a time-out, I connected the two draining areas on the abdominal wall and excised the surrounding skin. This incision was then taken down into the inflamed subcutaneous tissue that showed evidence of necrotic fat and chronic infection. The wound was cultured. I identified several prolene sutures that were removed. I also identified a gore-tex suture that was tracked down to the underlying mesh. I incised the midline fascia and then incised the mesh. This was done for the full length of the incision. I freed adhesions from beneath the mesh until the mesh was completely exposed bilaterally. I then separated the mesh from the abdominal wall, removing several pro tacks in the process. The mesh was handed off. I then explored the pelvis, finding the cystic left ovary. At this point, dr. William burke came and performed a left oophorectomy. Please see his separately dictated note. Next, I irrigated the pelvis with warm ancef saline and closed the midline fascia with running 0 maxon suture. The indurated tissue from the subcutaneous space was excised and sent as a specimen. I reattached the umbilical stalk to the fascia with a 2-0 vicryl suture and then packed the wound with moist packing. Dry gauze and tape was applied. The blood loss was 100 ml. The case was contaminated. Specimens: 1) wound culture. 2) infected suture. 3) infected mesh and sutures. 4) left ovary. There were no drains. I was present throughout the procedure.¿ (B)(6) 2015: [missing records: operative report from left oophorectomy by dr. (B)(6) was not provided.] (B)(6) 2015: [missing records: pathology/culture report detailing analysis of the device/specimens removed during the (B)(6) 2015 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh on (B)(6) 2015. Additional event specific information was not provided.